Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had motor error and shut down recently but came back. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the insulin pump had scratches on screen that get in way of viewing it and screen was cloudy and rejected new battery. The device will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.08770 inches. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted during testing. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The test battery was removed and reinserted with no failed battery test alarm noted. No drive/motor anomaly noted. The motor was tested outside of the device and passed. Device had minor scratched display window. No moisture damage noted on the electronic assembly or on the motor. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).